Event description:
It was reported that during patient treatment, the inspiratory and the expiratory valves got stuck in closed position. The patient was disconnected from the anesthesia workstation and was ventilated manually via an external equipment. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The anesthesia workstation (flow-I c20) was investigated at the hospital and our company field service engineer (fse) replaced the fresh gas pressure transducer printed-circuit board (pcb). The replaced fresh gas pressure transducer pcb was sent in for investigation, together with the downloaded device logs. The technical log contained technical errors indicating a pressure transducer error. The test logs contained a failing pressure transducer sub-test during the system check-out tests. The failure was found to be due to an erroneous gain correction value, which suggests a defective fresh gas pressure transducer. The reported, "stuck inspiratory and expiratory valves" could not be verified from evaluation of the received device logs. During simulated-use testing of the returned fresh gas pressure transducer, no deviations or faults could be reproduced. Without being able to reproduce the faults, we are unable to determine the root cause for the reported issue.

Event description:
(B)(4).